Event description:
It was reported that noise was observed on an egm. It was identified that the noise appeared to be due to myopotentials on the rv lead. Programming changes were made. Device remains implanted. Patient condition was stable.

Manufacturer narrative:
Correction: b2 should not have been selected in the initial report 2017865-2022-13667, as there was no adverse event.